Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The reported condition was confirmed as an f50 alarm code. This code was determined to be caused by a damaged computer processing unit printed circuit board. The pump was not repaired and the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a flogard infusion pump did not function. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.